Event description:
It was reported that the device failed at the base of the reservoir where the tubing connects. A small amount of blood was collected. The collected blood was discarded and a back-up device was retrieved. There were no adverse consequences reported due to this event. It is unk at this time if pre-donated blood needed to be given.

Manufacturer narrative:
The device will not be returned to the MFR for an investigation.